Event description:
The manufacturer received information regarding a dreamstation auto CPAP. The patient alleges hard to breathe through the machine. He feels like something is keeping air from getting into his mouth. He replaced filter and hose and mask and it's still hard to get air through it. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Device evaluation information was received on 02/04/2022, and section h10 should be reported as: the manufacturer received information regarding a rep dreamstation auto CPAP. The patient alleges hard to breathe through the machine. He feels like something is keeping air from getting into his mouth. He replaced filter and hose and mask and it's still hard to get air through it. Medical intervention was not specified. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. In box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated in this report.